Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the right atrial exhibited high impedance, mild noise while sensing, and no capture. The physician changed the position of the lead twice with no improvement. The lead was removed and replaced. The patient was in stable condition.